Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was explanted and replaced. Additional information was subsequently received from an attorney alleging the "plaintiff experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the [lead]." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead returned.